Manufacturer narrative:
(B)(4). Method: the complaint rt236 neonatal breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected and pressure tested. Results: the pressure test revealed that the returned circuit was leaking and out of specification. Visual inspection revealed a 5mm x 6mm hole in the expiratory limb tubing approximately 72mm from the proximal connector. A lot check could not be performed as no lot information was provided. Conclusion: based on our visual inspection the limb appeared to have been punctured or scratched with a blunt object. All rt236 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution and any circuit that fails is discarded. In addition, tube weighing and bond strength testing are performed every 15 minutes; if this test detects a fault, the whole batch is placed on hold for investigation. This suggests that the subject breathing circuits were damaged after they were released for distribution. The hospital had confirmed that the breathing circuit had been in use for some time before the leak occurred. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt236 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing can be susceptible to damage when exposed to rough handling or damage caused by blunt or sharp objects and non-fph circuit hangers. The user instructions supplied with the rt236 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.

Event description:
A hospital in (B)(6) reported to a fisher & paykel field representative that an rt236 neonatal breathing circuit developed a hole during use. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a fisher & paykel field representative that an rt236 neonatal breathing circuit developed a hole during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt236 breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.